Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Pump received with missing end cap sticker. Unable to confirm e70 alarm due to erased history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 166 mg/dl. Troubleshooting was performed. The device was returned for analysis.